Event description:
It was reported that this left ventricular (lv) lead was inadvertently pulled out during right atrial lead explant procedure which was confirmed via fluoroscopy. This lv lead was explanted, replaced with a different model and will not be returned. No additional adverse patient effects were reported.